Event description:
It was reported that during a surgical procedure, the drill did not work, showing in the screen a "handpiece exposure control motor failure" error. The handpiece was replaced to continue with the case. No surgical delay or patient injury reported. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut had become unthreaded from the snap lock which can cause the handpiece to fail characterization. This is because the unthreaded nut would prevent the snap lock from moving fully along the lead screw. The malfunction is likely due to supplier / raw material fault.